Event description:
It was reported that during an unspecified urological procedure, the balloon leaked. An uromax ultra balloon catheter had been advanced to an unspecified target lesion. The physician attempted to inflate the device but the device would not hold pressure due to a pinhole leak. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "fine."